Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station 9green-d drawer 6 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer had failed, and the pockets were not detected on the bus. The field service engineer (fse) cleaned the contacts on the drawer controller board, secured the hard stop, and seated all connections. The drawer tested successfully in the hardware test application, and the rx was verified as operational. The system functioned as intended after the field service engineer repaired the device.